Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 was inserted into the right axillary/subclavian artery in a 68-year-old female patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai e shock, on extracorporeal membrane oxygenation (ECMO), and on multiple inotropes and vasopressors, prior to initiation of support. The impella was inserted as an escalation of therapy from an impella cp. While the patient was in the intensive care unit (ICU), the purge flow decreased to 2.8 and purge pressure increased to 900's. Tissue plasminogen activator (tpa) was initiated and angiomax drip started. There was no noted interruption of flow or support for the patient. The post-procedure outcome is unknown. While on support, the device functioned as intended at p-6 at 3.4l/min with d5w sodium bicarbonate in the purge solution. The tissue plasminogen activator (tpa) was utilized for the high pp to mitigate impact of biomaterial within the motor and there was no impact on the patient.

Manufacturer narrative:
The investigation is still ongoing.

Event description:
The patient survived explant, and the device is returning for evaluation.

Manufacturer narrative:
Corrected information was provided in b1 and d3. Upon review, it was identified that these were inadvertently omitted from the initial report. Added d9 and updated h3 to ¿yes¿ as the device was received and evaluated. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The cause of the high purge pressure was due to biomaterial based on high purge pressure reproducing with biomaterial was likely cause for high purge pressure based on returned product analysis, however, could not confirm conclusively as no data logs were returned.